Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer has one vial of endocoat where the peel pack was not sealed properly. When the customer went to open the sterile tray, they noticed that plastic tray was not properly sealed. No other information was provided.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 12/2/2019. Device returned to manufacturer? Yes. Device evaluation: returned product evaluation confirmed a double tray lid is the root cause for the sealing defect. Review indicates this is the first complaint for lot 027853 likely an isolated occurrence. No risks identified. No action needed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A review of the complaint database indicates that this is the only complaint for lot 027853 associated with compromised packaging. Root cause investigation: the root cause of this complaint is likely the production process. A double tray lid is a known failure mode. Two lids will stick together when pulled, be placed on the tray and sealed one on top of the other. These lids are then adhered to each other. The sealed plates heat through both lids, adhering them to each other and the tray. Tray assembly and sealing activities occurred over two days between (B)(6) 2019 . The algus tray sealer (e23148) was set up by trained operators and sealing parameters for the identified lot are appropriate. A 100% inspection of the sealed trays is completed prior to eto processing. Conclusion: the root cause is the production process in regards to tray sealing. Sealing parameters for the identified lot are appropriate and in-process documentation noted no non-conformances or comments related to tray sealing during manufacturing activities. Processes are in place to visually evaluate the lids seal and appear to have been functioning appropriately. No risks identified. No action needed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.